Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a 275cc mentor smooth round moderate profile saline breast prosthesis on the right side, suffered spontaneous right breast implant deflation, post-procedure. The patient initially observed the deflation and they called their doctor, who informed them that the "body absorbs all the fluid." On (B)(6) 2020 the patient had a virtual consultation and was given the diagnosis of deflation. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.